Manufacturer narrative:
(B)(4)

Event description:
It was reported multiple non-sustained right ventricular oversensing episodes were observed in the last month indicating right ventricular lead noise. Noise could not be reproduced in-clinic with isometrics. The noise episodes are suspected to be myopotential oversensing. The cause of the oversensing is unknown. Turning off the low frequency attenuation and turning on the secure sense was recommended. No further information is available.